Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: during investigation, the pump powered on with a blank display. The pump¿s audible tones and vibratory features function properly. The complaint of cs 064 call service alarms occurring was not able to be adequately investigated due to the blank display screen. The pump¿s case was removed and moisture corrosion was found to the printed circuit board and various internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.